Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) and leads were explanted to do patient touching the pocket and dislodging leads. The physician replaced the transvenous system with a leadless implantable pulse generator (ipg). No patient complications have been reported as a result of this event.